Manufacturer narrative:
Updated fields: b4, e1 (event site email), e2, e3, g2, g3, g6, h2, h10.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut off on its own. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut off on its own. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and there were no signs of system failure or shutdown found in logs. The fse performed a full functional, calibration, and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. Unit performed without issues on battery and ac power.the iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut off on its own. There was no harm or injury to the patient and no adverse event was reported.